Event description:
Medwatch report from user facility indicates a trivex phlebectomy procedure was being performed on right leg. Two catheters were joined together at interlocking adapters (one white and one green). This catheter is then threaded into vein of leg and fluid instilled. While surgeon was pulling catheter to remove it from leg, green adapter broke from catheter end and white adapter. It was lost inside leg. This required multiple incisions to be made in attempt to locate it. Adapter found and removed by surgeon.